Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 12, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (updated device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 4210, 4307). The affected sample was inspected upon receipt with no physical anomalies noted such as a break. The unit was decontaminated upon receipt as per protocol. Bovine blood was circulated through the oxygenator at 4 lpm with approximately 250 mmhg of back pressure, and plasma leakage was noted within the first 30 minutes of circulation. It is possible that there are unknown factors that contributed to the plasma leakage. A definitive root cause was unable to be determined.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, there was a plasma leaked. As per the user facility, the reported issue did not cause any delay, the unit was not changed out, and the surgery was completed successfully with no patient effect. No patient involvement.